Event description:
Taurus pedicle screw sheared at the neck region near the vertebral body. Revision surgery was performed thirteen months after originally being implanted. No surgical technique from either case was provided. No pre or post-op x-rays from either case were provided. No patient activity or anatomy was provided. No harm or injury in patient was reported. Potential cause is nonfusion but remains indeterminate. Side note: additional information about surgery, such as pre-surgery and post-surgery x-rays and any critical information available (such as disassembly, bending and/or breakage of any components, early or late loosening of the components, implant migration, modification of spinal curvature and stiffness in the vertebral column, etc.) Was requested to understand the better reason for failure. However, no additional was provided after reaching out on four separate occasions. Also, the failed parts are not returned.